Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right ventricular (rv) lead was oversensing noise, resulting in false high ventricular rate episodes. Programming changes were made to address the issue. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition.